Event description:
On (B)(6), 2008, the pt was implanted with three gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6), 2011, the pt underwent a follow-up computed tomography that revealed a proximal type I endoleak from the trunk-ipsilateral leg component. On (B)(6), 2011, the pt was implanted with an aortic extender component.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.